Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no reported impact to the customer's blood glucose. Reportedly, the customer had manual injections available as alternate insulin therapy.